Event description:
It was reported the patient had an MRI on saturday and a motor stall occurred at "1445". The pump was read 4 times the next day, within minutes of each other. The 4th interrogation resulted in a motor stall recovery. The recovery occurred at 1714 and was approximately 27 hours post stall. There were no audible alarms and the patient was asymptomatic. The drug in the pump was unknown.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).